Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "I had a pace maker. That I did not need. The wire to the pacemaker is into my heart and my lung. The doctor and the company refuse to the responsibility". The implantable pulse generator (ipg) and the pacing lead remain in use. No patient complications have been reported as a result of this event.